Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen displayed a blue box asking to enter a password. A reboot was attempted but did not resolve the issue. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station displayed a black screen with a blue box requesting a password. The technical support specialist (tss) contacted the customer, confirmed that after performing a hard reboot and waiting 10 minutes before powering on, the issue was resolved. The customer granted permission to close the case and confirmed they can now log in and pull medications. The system functioned as intended after the customer resolved the issue.